Event description:
Literature: worner j, kothbauer k, gerber h. Letter to the editor of the journal of anesthesia and analgesia: intrathecal morphine pump malfunction due to leakage at the catheter connection site: a rare problem and its prevention. It was reported that a patient with bladder cancer metastatic to the sacrum and lumbar plexus had morphine increased rapidly without improvements of pain and experienced swelling and fluctuance over the pump pocket postoperatively. The pump pocket was punctured and blood-tinged fluid aspirated. The catheter side port to the pump was accessed under fluoroscopy and upon injection of contrast medium; a leak was identified at the pump catheter connection site. Upon surgical revision, the catheter connector was in place but could be disconnected easily. The snap connector extension was replaced and the new piece reattached to the pump with considerable extra force. The connection was then manually tested for a leak using a saline injection in the catheter access port while occluding the catheter distally. Laboratory examination of the aspirated fluid showed no bacterial growth and was positive for beta-transferrin, confirming a retrograde cerebrospinal fluid leakage to the pump pocket. Three similar malfunction of the snap connector have been reported according to correspondence. The new connection did not exhibit leaking.

Manufacturer narrative:
See scanned pages.